Event description:
It was reported that the tip broke off during procedure. The diathermy hook was used inside the left pleura and was given back with the missing tip, the surgeon was informed right away. The surgeon checked the cavity and found nothing. Scrub team searched, but nothing was found. An xray was performed and confirmed by the surgeon, showing nothing present inside. However, the broken off tip of the diathermy hook (approximately 5mm in length) was not found and x-rays were taken.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).